Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to a onetouch ultra2 meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred at 9:29pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of 205mg/dl with the subject meter and a blood glucose reading of 150mg/dl on the other meter within 30 minutes of one another. The patient was unwilling to provide information regarding the medication they take to help manage their diabetes, but they stated that as a result of the alleged high subject meter result they injected an extra 3 units of an unspecified type of insulin at 9:29pm. The patient stated that the following morning at 4am they experienced feeling weak and sweating, which they associated with hypoglycemia. In response to this the patient self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the results which were obtained from the same drop of blood. The unit of measure was set correctly and the results were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged high subject meter result, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.